Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patient's concern with the product" and rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patient's concern with the product" and rupture. Device has been explanted.